Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: shaky and nauseous. Meter, test strips and control solution were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 17-sep-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 18-sep-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. It was not disclosed how customer was feeling at the time of the call; manufacturer is unable to confirm if customer was still experiencing symptoms. Note 3: manufacturer contacted customer in a follow-up call to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0) with control solution. The customer reported feeling shaky and nauseous; medical attention was not needed at the time of the call. During the call, a control test was performed by the customer and produced e-0 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2025 and open vial date is three days ago.

Manufacturer narrative:
Sections with additional information as of 16-dec-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips and control solution were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique.